Event description:
It was reported that during a coronary stenting treatment procedure with a drug eluting stent, stent damage was observed. The lesion being treated was 100% stenosed, chronic total occlusion, portion of the distal right coronary artery (dist rca), with severe calcification and severe tortuousity. The physician treated the lesion by predilating with a non bsc 2.0x20mm balloon. The physician attempted to cross the lesion using a taxus express2 2.5x20mm stent, but the stent was unable to cross the lesion. The lesion was dilated several times, but the stent was not able to cross the lesion. The stent was removed from inside the pt, and the physician noticed the stent strut had lifted up. The pt condition is listed as "good".

Manufacturer narrative:
The manufacturing records for the top assembly batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. As no device was received for analysis, it is not possible to perform any inspections on the device. Therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The exact cause of the complaint could not be determined, therefore, the most probable root cause will be documented as operational context due to the likelihood that the patient anatomy or other procedural factors contributed to the reported difficulty.